Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture and blade detachment occurred. The 90% stenosed lesion being treated was located in the heavily calcified and moderately tortuous left superficial femoral artery (sfa). No resistance was noted during advancement of the spcb flextome cutting balloon to the lesion. The balloon was inflated several times to nominal pressure in a distal lesion. When the spcb flextome cutting balloon was pulled proximally to the sfa, it was inflated to 10 atms. The total number of inflations was 7. On the final inflation, the physician questioned whether the balloon had ruptured, and he was able to confirm that it had ruptured upon removal of the balloon. He also noted that one of the blades had detached from the balloon and likely remained in the pt. Some resistance was noted upon withdrawal of the spcb flextome cutting balloon into the sheath. The blade was not visible in the pt due to the severe calcification. The physician has no further treatment or retrieval of the blade planned of the pt. Pt's condition is reported as 'good' with no complications, and the procedure was completed with this device.